Event description:
During the product evaluation by a service technician, a flo-gard infusion pump was found to have experienced a door open / close clamp alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the door open / close clamp alarm is unknown. To correct the condition, the door latch magnet was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.